Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the mayoly spindler tube vacu pet did not have a label on the tube. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6)2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other device single use?: no device returned to manufacture: yes

Event description:
It was reported that the mayoly spindler tube vacu pet did not have a label on the tube. No serious injury or medical intervention was reported.

Event description:
It was reported that the mayoly spindler tube vacu pet did not have a label on the tube. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to missing label was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for missing label with the incident lot was observed. Evaluation of the retain samples was conducted and missing label was not observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.